Event description:
Information was received that difficulties are being observed with increased frequency with the new jelco. Upon placement, due to the rigidity of the material, it is displaced intravenously after the puncture. In most cases this causes the rupture of the vessel. Additionally, since using these catheters the rate of phlebitis has increased.